Manufacturer narrative:
(B)(4) date sent: 5/8/2025. Additional information was requested, and the following was obtained: is the current patient status known? Ans: pt well discharged and will follow up in 6months time. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Ans: yes, stoma was created on patient which is not in initial surgical plan. 1. Surgeon placed the device on patient¿s tissue and manually pushed the retaining pin in place to close the device (a normal procedure according to IFU). 2. Before firing the device, surgeon noticed that the staple protruded from the staple housing and he did not proceed with that device. First firing was not carried out. 3. Surgeon changed to a new device of the same product code to perform a second firing. After the second firing, surgeon decided to perform stoma on the patient due to patient¿s tissue conditions. 4. The stoma created is a temporary stoma. Patient has discharged from hospital and will follow up in 6 months. 5. Sales rep was made aware of this stoma creation event on last wednesday ((B)(6) 2025) when she followed up with the surgeon on patient¿s status.

Manufacturer narrative:
(B)(4). Date sent 4/1/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an anterior resection surgery, surgeon placed the device on the colon and closed the handle, intended to fire. During the closure, surgeon noticed that it wasn¿t able to close smoothly as usual, but still managed to close. Once initiated the firing sequence, he released the handle, noticed the colon wasn¿t cut, some staplers formed on colon but some wasn¿t. Surgeon used another similar device to reposition and transected with no issue.

Manufacturer narrative:
(B)4). Date sent 5/27/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 6/4/2025. D4 batch #196d51. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the gcs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received with all staples protruding, the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advance. It is possible that this condition caused the event reported. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 196d51, and no non-conformances were identified.